Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample, without packaging was returned in conjunction with this complaint. The valve was attached to a set of some sort and was contaminated with blood when received. The valve was visually evaluated and no cracks were noted. The returned valve was tested per specification for leakage. Beginning at 0psi and gradually increasing the water pressure to 45psi, there was leakage observed past the valve disk. Further dissection of the valve confirmed a defect in the valve disk causing it to have a marking imprinted in the center as well as deformation in the overall shape (waviness was observed along the outside edges). The reported defect was confirmed. The reported defect of leakage was confirmed and has been attributed to a defect in the valve disc however a definitive root cause for the deformed valve could not be determined. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during use of the product the safsite leaked blood. No injury reported.